Event description:
On (B)(6) 2025, the user reported that their ilet displayed a blood glucose (bg) nadir 50 mg/dl with an urgent low glucose alarm. The user treated with orange juice and m&m candy and their bg rose to 83 mg/dl. The user resumed insulin pump therapy successfully.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.